Manufacturer narrative:
This case has been reported wrongly to the FDA. The affected breathing hose does not have a us approval.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a crack was found in the breathing circuit. The patient developed desaturation followed by bradycardia and cardiac arrest. CPR was done and patient revived.